Event description:
The hospital biomed requested for investigation and repair of a ventilator. The ventilator's logs contain a technical error indicating +24v power error. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.